Event description:
Customer's diabetes educator reports back to back testing to a professional meter while using the advantage system with results o 323 mg/dl on customer's meter and 157mg/dl on professional meter. L1 and l2 quality controls were run and in range. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.